Event description:
On (B)(6) 2012, this pt underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that a gore excluder aaa endoprosthesis featuring c3 delivery system was positioned right at the renal arteries but not deployed. A contralateral leg component and iliac extender component were then implanted for distal extension. It was reported that during ballooning of the seal zones, the c3 delivery system was pulled out of the pt in error. The trunk reportedly completely deployed after the delivery system was pulled out; however, it was reported that all three devices were pulled distally approximately 1.5 cm, with the ipsilateral leg of the trunk covering the left hypogastric artery. An aortic extender component was implanted for proximal extension up to the renal arteries. In order to provide perfusion to one of the hypogastric arteries, a crosscut incision was made to remove the ipsilateral limb of the trunk to just proximal of the left hypogastric artery. Endarterectomy of the left common, internal, and external iliac arteries was performed to ensure that the vessels were clear of any thrombus, and carotid patches were then used to repair the vessels. An express bare metal stent was then implanted to tack down the ipsilateral limb of the trunk. A dissection of the left external iliac artery was identified before the procedure was concluded. It was reported that the cause of the dissection is unk, and it is unk when the dissection occurred. A gore viabahn was implanted to cover the dissection flap. The aneurysm was reportedly excluded at the end of the procedure, and the pt tolerated the procedure.